Manufacturer narrative:
(B)(6).

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient infusion set was kinked and patient was hospitalised due to high blood glucose level. During hospitalisation blood glucose was noticed 26.2 mmol/l. Patient was also found positive for ketones. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.